Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella 5.5 was inserted via the right axillary subclavian artery in a 61-year-old female who presented with acute decompensated chronic cardiomyopathy and known coronary artery disease, complicated by cardiogenic shock (scai stage d). The patient required advanced hemodynamic support, including extracorporeal membrane oxygenation, inotropes, vasopressors, and mechanical ventilation for respiratory support. During the course of support, the patient reportedly experienced a neurologic event initially described as a stroke. Additional information received later clarified that the event was not a stroke. Further evaluation raised concern for a possible spinal infarct; however, this was subsequently ruled out. The patient was ultimately diagnosed with guillain-barré syndrome. The neurologic findings were determined to be unrelated to the impella device. The patient experienced infection while supported with the impella 5.5 device. The patient¿s clinical course was influenced by critical illness, cardiogenic shock, prolonged mechanical circulatory support, and underlying comorbidities. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported event. The patient survived.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Infection/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.